Manufacturer narrative:
The liquid embolic material was not returned as it was consumed in the procedure. Based on the reported information, there is no evidence suggesting that the material was defective. These events are rather post procedure related events. The patient was noted to have a hemorrhage and hearing issues prior to the embolic embolization. Worsening neurological status is a known inherent risk of endovascular procedure and is documented in the products instruction for use (IFU). The UDI does not exist as the lot number provided is from a subassembly and not a final kit. MDR related to this event: 2029214-2016-01002, 2029214-2016-01003, 2029214-2016-01004, 2029214-2016-01005, 2029214-2016-01006.

Event description:
Medtronic received report that one day post embolization and resection procedure, the patient experienced a stoke and left central vii nerve palsy (grade ii house- brackmann classification) over the past 24 has noticed worsening hearing loss in the left ear. The event did not involve the treating vascular territory. This event resolved with sequelae. It was reported as procedure related. There was no additional treatment noted. The stroke is believed to have been ischemic possibly related to a thromboembolic event during surgery. Tpa was not given as it was contraindicated for this patient. On (B)(6) 2016 CT of the brain showed an acute left cerebellar hemorrhage with acute onset of headache, left side gaze and left side hearing loss. On (B)(6) 2016 the endovascular embolization was of the left cerebral avm via the left pica. On (B)(6) 2016 the left suboccipital craniotomy, excision of the an, followed by post procedure angiogram with additional embolization of residual avm. Post procedure exam significant new left central vii nerve palsy (grade ii house- brackmann classification) over the past 24 has noticed worsening hearing loss in the left ear. Patient's history consisted of smoking and alcohol consumption. Baseline nhiss was 0 and the mrs was 1. Post intervention, the nihss was 2 and the mrs was 2 . Ancillary devices: navien 058 (qty. 2) 5f and 8f, x-pedion 10 guidewire (qty.2), apollo (a244704) intentional detachment, apollo (a280247) no detachment, apollo (a267259) no detachment, apollo (9821313) intentional detachment, apollo (a056508) intentional detachment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.